Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was getting hot was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that some parts are worn, locking was defective, the tool could not be installed and the adhesive joints from behind were loose. The assignable root cause of this condition was due to component damage from normal use and servicing over time. It was further noted that the device had cosmetic damage and a cosmetic defect. It was found that the warning triangle was missing. It was determined that the warning triangle was missing because the device is an older part and it was made prior to the triangles being laser marked on the devices. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the attachment device had cosmetic damage and a cosmetic defect. It was further noted that the warning triangle was missing, some parts were worn, the locking was defective, the tool cannot be installed, and the adhesive joints from behind were loose on the device. It was noted in the service order that the device was getting hot during an unspecified procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.